Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. On the date of this report, the patient was expected to have their pd catheter removed and switch to hemodialysis. At the time of this report, the patient remained hospitalized and had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.